Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system had atrial tachycardia response (atr) episodes that were inappropriate due to far-field oversensing. Technical services (ts) reviewed the electrogram (egm) and advised the health care provider (hcp) there was no out of range measurements observed since the last office interrogation. Ts advised ra settings may be considered for programming optimization and recommended to further review with physician. At this time, the crt-d system remains in-service. No additional adverse patient effects were reported.